Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Strips are all gone.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 300's (399)mg/dl, 200's mg/dl, and 100's (100)mg/dl. (Used worse case scenario). Customer no longer has strips used during incident. No adverse event reported. Requested return of suspect device and replacement was sent.